Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that; the pump was alarming "occluded" when the chamber was opened, it was noted; that the IV tubing had a hole and was leaking. It was immediately disconnected and replaced with new tubing and a new bag of IV fluid. There was no patient harm.